Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2012 to treat a 4-6 cm stricture within the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient's stricture was tight. The physician chose to use a 10x80 mm stent to treat the patient's 4-6 cm stricture. Prior to the procedure, the physician verified that the label on the box indicated that the stent was a 10x80 mm stent. During the procedure, after deploying approximately 70 percent of the stent, the physician felt as though the length of the stent was more than 8 cm. Under fluoroscopy, an approximate measurement was taken and the physician determined that "the stent was not the size that the label indicated." The stent was fully constrained on the delivery catheter and removed from the patient. A second wallflex biliary rx uncovered stent was used to complete the procedure without any complications. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - the reported issue of stent size incorrect for patient. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.